Event description:
It was reported, the patient had leftover antibiotics from a previous urinary tract infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v693902, implanted: 2011 (B)(6), product type lead; product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).